Event description:
Report entered to assist with device related concern during surgery where it was identified intraop that cautery tip had created a burn on the patient's right chest. No packaging saved from devices so unknown expiration. Generator (brand, ID #, & settings): covidien/valleylab/medtronic - s/n: [redacted] - settings: coag 30 and cut 30. Blade and/or tip (brand, manufacturer ID #, lawson ID #, expiration): ethicon blade xlng std teflon 2.75in - mfg#: 0012am - lawson #: (B)(4). Pen (brand, manufacturer ID #, lawson ID #, expiration): pencil megadyne smoke evac - mfg #: 251010j - lawson #: (B)(4).